Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that after the placement, the catheter could not be flushed successfully. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty flushing the catheter was confirmed and was determined to be use related. The product returned for evaluation was an opened groshong nxt clearvue kit. The kit contained a 4fr single lumen catheter, a stiffening stylet, a two-piece connector, an end cap, 14ga introducer needle, a statlock device, and suture wings. A shared break was observed in the catheter shaft at the 46cm depth marking. Usage residue was observed throughout the catheter. An attempt to flush the distal segment of the catheter with water using a 12ml syringe revealed a partial occlusion. A piece of what appeared to be biological residue was dislodged from the catheter shaft during flushing. After the residue was dislodged, the catheter appeared to flush normally. Microscopic inspection of the catheter break revealed uniform striations consistent with a sharp instrument cut. Biological residue was observed throughout the catheter shaft. The biological residue observed within the catheter shaft likely contributed to difficulty flushing the catheter during use of the device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that after the placement, the catheter could not be flushed successfully. No other information was provided. Additional information: we were not sure if they used port or other central line device instead of PICC.